Event description:
It was reported that the sternal saw was not working properly. No patient injury was reported.

Manufacturer narrative:
It was determined that the protector was bent on the saw. Preventive maintenance would have prevented the reported failure mode. The saw was repaired by the service department and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.